Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving adequate pain relief. Physician elected to implant the lead at higher vertebral level for improved coverage. In turn, surgical intervention was undertaken wherein patient¿s lead explanted and replaced. Therapy was restored after surgery.